Event description:
It was reported that a cartridge alarm occurred during the load sequence, resulting in the customer experiencing an elevated blood glucose (bg) level displayed as "high"; although specific value was not provided. Reportedly, the customer reverted to an alternate method of insulin therapy.